Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. No blood was observed on the adhesive pad or the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached the 400 mg/dl range while wearing the pod between 36 and 48 hours on the abdomen. Patient's father also reported bleeding at the site after pod removal. Ketones were tested and results were negative as well. As treatment, a new pod was applied and a correction was delivered.